Event description:
Customer's mother reports that customer was waking up with high blood glucose. Customer's blood glucose was 454 mg/dl, which was treated with manual injections. It was reported that there was a large air bubble in reservoir. Customer's mother attempted to change reservoir and when priming, insulin squirt out. It was advised that insulin may have experienced a compromised forced sensor. Customer will call back as troubleshooting could not be done due to customer being at school with insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.